Manufacturer narrative:
Additional information: investigation ¿ evaluation. A visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, drawing, the instructions for use, and quality control data. One device was returned for investigation. Inspection of the returned device noted: the device was returned with the handle and basket formation in the closed position, the mlla [male luer lock adapter] was loose, the collet knob was tight and secure, the support sheath is bowed starting at mlla, the basket sheath was kinked 13 cm from the distal tip, and again at 18 cm, 45 cm, 55 cm, 64 cm, 70.5 cm, 71.5 cm, 79 cm, 80 cm, and 83 cm from the distal tip, and when the basket formation was in the closed position one wire was slightly gapped. Functional testing noted the handle actuated the basket formation. A review of the device history record found no non-conformances. A review of complaint history records found one other complaint has been reported for this lot. The other complaint device was found to have a different failure mode, therefore the two complaints were not related and there was not an indication of a possible issue with other devices in the lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The returned device was found to not fully close. When the basket was closed, one of the three basket wires showed a slight gap. The sheath of the device was kinked in multiple locations along its length. The observed kinks likely prevented the basket from closing fully. The cause for the sheath damage was likely to due to handling during use. The IFU contains a caution that excessive force could damage the device. The conclusion of the investigation is that the device was inadvertently exposed to excessive force during use. The risk analysis for this failure mode was reviewed, and it was determined that no additional risk mitigating activity is required. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 27jun2019 stating that the procedure being performed was a flexible ureteroscopic lithotripsy. Pre-existing conditions, as well as the age and weight of the patient, were also provided.

Manufacturer narrative:
(B)(6). PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during an unspecified procedure using a ngage nitinol stone extractor, the extractor "didn't work after first attempt". It is unknown how the procedure was completed after this difficulty. The patient did not experience any adverse effects. The patient did not require any additional procedures as a result of this occurrence. Additional details regarding the patient and the event have been requested. At this time, no additional information has been provided.